Manufacturer narrative:
Event date: (B)(6) 2018. Date of report: 30oct2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported a touchscreen failure. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 05dec2018. Date received by manufacturer: 03dec2018. Philip's international service technician replaced the man machine interface (mmi) printed circuit board assembly (pcba) to address the reported issue. The device was run in tested and passed the electrical safety test and the performance verification test. The device was returned to full functionality.